Manufacturer narrative:
The insulin pump passed the functional testing. All of the buttons functioned properly and no button error alarm was noted. However, corroded keypad traces were noted. A broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube and a missing end cap sticker were noted during the visual inspection.

Event description:
It was reported via phone call, that the customer was hospitalized on due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization was over 500 mg/dl. Customer treated with manual injections. The customer was not wearing the insulin pump for 8 days prior to the time of hospitalization, due to button error alarms. It was also reported that the customer received a button error alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.